Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint that the device alarm sounds with presence of air. Service history review identified there was no indication that the current complaint was related to this service of the device. No physical damage or defects noted on device. Review of event history log was not able to confirm the reported issue of alarm sounding with presence of air. Visual/functional testing was performed. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventive maintenance was performed.

Event description:
It was reported pump alarm sounds with presence of air. There was unknown patient involvement. No patient harm was reported.